Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b6, d9, h3, h6, h11. The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (returned device, medical imaging, DHR review and complaint history review), it remains unclear why the cup tilted 16 months post-implantation. A potential traumatic event while the patient was lifting his niece may have contributed to the event; however, a definitive root cause cannot be determined with certainty.

Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2024. The patient remained asymptomatic until (B)(6) 2025, when he experienced a sudden onset of pain while lifting his niece. The patient was re-evaluated in (B)(6) 2026, at which time imaging showed a change in cup alignment without clear signs of instability or osteolysis; the cup was therefore suspected to be loose. Subsequently, the patient underwent a revision surgery on (B)(6), 2026, during the surgery it was assessed that due to insufficient bone stock to achieve stable fixation of a 10 mm cup component, the procedure was converted to a trapeziectomy.